Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post implant on follow up check the right ventricular (rv) lead exhibited high thresholds. Micro dislodgement was suspected, however fluoroscopy showed no apparent dislodgement. Micro dislodgement or tissue scarring was assumed. Battery longevity became an issue. The rv lead was explanted and replaced. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.